Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v1000 ventilator generated a flow sensor mismatch diagnostic code. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used

Manufacturer narrative:
Date rec¿d by MFR :05jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported flow sensor mismatch diagnostic code issue. The manufacturer¿s field service engineer (fse) has stopped service for this particular department of the hospital as they did not receive any service payment. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.